Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat a dissection with false lumen aneurysm. On (B)(6) 2013, computed tomography (CT) scan revealed what was initially suspected to be a proximal type I endoleak. The suspected leak reportedly contributed to false lumen aneurysm enlargement (amount unk). It was reported that the left subclavian artery (lsa) was ligated, and then intentionally covered during the initial procedure. The physician indicated that the lsa may not have been completely covered, which may have caused the leak. The pt will have a CT scan of the neck. If the lsa is shown to have flow, then re-intervention will be scheduled to plug or coil the lsa, then proximally extend the stent-graft system.